Manufacturer narrative:
The axium prime pushwire was returned without a dispenser coil and without an introducer sheath without the micro catheter used. The axium prime pushwire was decontaminated. The actuator interface was loosely attached to the coupler tube by the release wire. A bend and a break were found on the pushwire at the break indicator with both segments retained by the release wire. These are indications of mechanical detachment attempt using an instant detacher as well as manual detachment attempts at these locations. Multiple bends were found along the length of the pushwire. A kink was found on the pushwire. The coin was found pulled back from the lumen stop. The shield coil was found present and intact with the implant coil already detached and not returned for analysis. Using a microscope, the jacket was removed to gain access to the coin and lumen stop. No damages or irregularities were found with the coin. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. Based on the analysis performed, the report of ¿non-detachment¿ was not confirmed and the cause cannot be determined. The axium prime pushwire was returned with the implant coil already detached. Based on the returned device, the pushwire was found bent/kinked along its length which confirms the reported bending that occurred during procedure. This can also be indicative of either high tortuosity or damage during return shipping to medtronic for analysis as the device was returned without its dispenser coil and introducer sheath. It is possible the bends and kink found on the pushwire contributed to the non-detachment as it would increase resistance when the release wire and coin is being pulled away from the lumen stop. Per the axium¿ prime detachable coil and axium¿ i.d. (Instant detacher) instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coiling treatment fora small ruptured anterior wall of the internal carotid (ic) artery blood blister-like aneurysm, measuring 2 mm x 2 mm. The vessel was observed moderately tortuous. It was reported that reported coil was placed with jail catheter from the stent. The coil could not be detached by the detacher, and manual detachment method was attempted but failed either after more than five times attempted with instant detacher and 4 times with using manual detachment method. The possibility that the ball joint might get stuck at the tip was considered. Pushing and pulling the delivery pushwire, applying torque a little, and bending the delivery pushwire everywhere were performed, but the coil stretched without detaching. When contrast radiography was performed to try to retrieve the coil, the coil was apart from the delivery pushwire and placed. The stretched part was pushed somehow by the competitor's coil as the second one and the procedure was completed successfully. There was not any patient injury was reported.